Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 10.0 cm from the proximal end. The pod6 pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and had offset coil winds. Coagulated blood was observed within the introducer sheath. Conclusions: evaluation of the returned pod6 revealed offset coil winds along the length of the embolization coil. If the pod6 is forcefully advanced against resistance, damage such as offset coil winds may occur. The non-penumbra catheter was not returned for evaluation; therefore, the root cause of the reported resistance could not be determined. Further evaluation revealed a kink on the pusher assembly. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the resistance experienced during the procedure. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using pod6s. During the procedure, the physician experienced resistance and was unable to advance a pod6 past the distal end of the introducer sheath and, therefore, the pod6 was removed. The procedure was completed using a new pod6 and the same microcatheter. There was no report of an adverse effect to the patient.